Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Event description:
Complainant alleged that while attempting to treat a 63-year-old male patient, sparks were emitted during defibrillation. After removing the electrode pads, burns were found on the patient's skin. Patient sustained burn marks. This is all the information provided at this time.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.